Event description:
It was reported that a balloon rupture and dissection occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified bilateral common iliac artery. An opticross 18 vascular imaging catheter and a sterling balloon were selected for use. A sheath was inserted from both dorsalis pedis arteries, and a non-boston scientific 0.014-inch guidewire was crossed the lesion. Bilateral lesion dilatation was performed by a small diameter coyote 4-40 balloon before the pre-dilation. The lesion was confirmed by an opticross to be a circumferential severely calcified lesion, so a balloon size with a little extra space for the lumen was selected. The left common iliac artery was dilated using this sterling device. However, upon several inflations at 6 - 10 atmospheres for about 10 seconds, the balloon ruptured vertically. The device was removed using normal method without issue. The dilatation was completed with another of the same device. The right common iliac artery was dilated using sterling 6-40. Afterwards, the lumen was checked using opticross. There was a little resistance. It was possible that the physician pushed a little too hard and it kinked. After several uses, the screen became dark, and it became difficult to confirm the vascularity. The catheter was visible under fluoroscopy. Another opticross was used, and the treatment was continued. Thereafter, epic 10-40 was placed in the lesion on both sides. In addition, post-dilation was performed using the balloon used during pre-dilation. Intravascular ultrasound (ivus) confirmation was performed, and final contrast imaging was performed. The final imaging revealed findings that appeared to be dissection in the common iliac artery. The physician judged that the severe calcification of the lesion may have influenced the dissection. A computed tomography (CT) scan was performed and confirmed no bleeding. The procedure was completed. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that a balloon rupture and dissection occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified bilateral common iliac artery. An opticross 18 vascular imaging catheter and a sterling balloon were selected for use. A sheath was inserted from both dorsalis pedis arteries and a non-boston scientific 0.014-inch guidewire was crossed the lesion. Bilateral lesion dilatation was performed by a small diameter coyote 4-40 balloon before the pre-dilation. The lesion was confirmed by an opticross to be a circumferential severely calcified lesion, so a balloon size with a little extra space for the lumen was selected. The left common iliac artery was dilated using this sterling device. However, upon several inflations at 6 - 10 atmospheres for about 10 seconds, the balloon ruptured vertically. The device was removed using normal method without issue. The dilatation was completed with another of the same device. The right common iliac artery was dilated using sterling 6-40. Afterwards, the lumen was checked using opticross. There was a little resistance. It was possible that the physician pushed a little too hard and it kinked. After several uses, the screen became dark, and it became difficult to confirm the vascularity. The catheter was visible under fluoroscopy. Another opticross was used, and the treatment was continued. Thereafter, epic 10-40 was placed in the lesion on both sides. In addition, post-dilation was performed using the balloon used during pre-dilation. Intravascular ultrasound (ivus) confirmation was performed, and final contrast imaging was performed. The final imaging revealed findings that appeared to be dissection in the common iliac artery. The physician judged that the severe calcification of the lesion may have influenced the dissection. A computed tomography (CT) scan was performed and confirmed no bleeding. The procedure was completed. No complications were reported, and the patient was in good condition post procedure.